Event description:
After inserting the laparoscope hook, it was identified that the metal hook was not present. Attempts to remove hook laparoscopically were unsuccessful. Patient required open laparotomy for its removal.